Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited fluctuating pacing impedance and possible oversensing on ventricular high rate episodes. The patient's heart rate was also noted to be below the programed lower rate of the implantable pulse generator(ipg). The lead and device remain in use. No patient complications have been reported as a result of this event.